Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient underwent left hip revision surgery. Half a month ago, the patient suddenly experienced left hip pain with limited mobility while using the toilet at home. On (B)(6) 2025, during a follow-up examination at the local hospital, an x-ray was performed, diagnosing "left prosthetic joint dislocation." The patient was then admitted to our hospital for closed reduction under anesthesia, with good postoperative recovery.